Event description:
The lay user/patient contacted lifescan in february 2006 and alleged that her one touch test strip vial was damaged. The medical affairs specialist was unable to reach the patient via phone, since the patient did not provide a phone number. A letter was sent to the address provided. The patient had reported that her test strip vial was damaged and that she had left the vials at the doctor's office and did not have them anymore. At the time of troubleshooting, it was determined that the issue was with the label on the vial. There is no further information regarding the issue. The patient reported that she had experienced symptoms ("swimming in the head and falling out") at the time of concern. No blood glucose results are provided. She had visited her doctor and was given insulin treatment. The patient's testing technique was determined to be correct. This complaint is reported, because the patient alleged her test strip vial was damaged and that she was given insulin treatment by a medical professional. A replacement meter and test strips were sent to the lay user/patient.